Event description:
It was reported patient underwent a revision surgery approximately 11 years post implantation due to pain, stiffness, limitation on activities of daily living, and elevated metal ions. During the surgery, the gluteus maximus was found torn below the it band and a moderate amount of trunnionosis was noted. The stem was left in place and all other components were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 15-106050- m2a-38 cup non flared sz 50mm- 133220, x180312- bi-metric/x por nc 12x140- 275560. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02251, 0001825034 - 2022 - 02253. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) - head. Reported event was confirmed via medical records and radiographs provided and reviewed by a health care professional. A review of the device history records identified no deviations or anomalies during manufacturing. A review of the device history records identified no deviations or anomalies during manufacturing. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.